Event description:
A (B)(6) female pt called zoll customer support to report that her monitor screen as blue and the monitor wouldn't fully power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (blue screen, will not power up) has been confirmed. Upon investigation, the monitor was unable to power up. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective components. The pt received a replacement monitor.